Manufacturer narrative:
Other: no lens returned in unit carton. Evaluation conclusions - other: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon attempted to insert a collamer aspheric three piece lens, but the lens tore in the inserter. There was no patient contact.